Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his quick set infusion set fell apart when trying to insert it. The customer reported a blood glucose of 506 mg/dl at the time of the call, but he did not wish to troubleshoot. The customer stated that he ate dinner and wasn't able to check his blood glucose, and he didn't give a bolus for the high blood glucose. The customer did not state how he treated his blood glucose. The pump was not returned for analysis.